Event description:
Patient reported obtaining a blood glucose result of 400 mg/dl while using the suspect device. Based on this value, patient summoned emergency medical services for assistance. Upon their arrival, patient's blood glucose reportedly measured 100 mg/dl, on paramedics' device. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.